Manufacturer narrative:
The returned extension was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon opening the lead could not be completely inserted into the connector during implant. Another extension was opened and the lead was inserted without issue. The issue was considered resolved.